Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the cvp line was inserted and the staff noticed a back flow coming from the other lumen while aspirating from the proximal lumen. Both lumens had the same problem.

Manufacturer narrative:
(B)(4). The customer returned one 3 lumen cvc catheter for evaluation. Blood was observed in the skive holes showing evidence of use. The catheter was visually inspected and was typical in appearance. No obvious defects were observed. The returned catheter was tested by clamping the catheter body just below the juncture hub and pressurizing each of the extension lines with water using a lab inventory 10ml syringe. As each extension line was pressurized, the remaining two extension lines were observed for any water backflow. When the distal extension line was pressurized, no backflow observed. When the proximal extension line was pressurized, backflow was observed from the medial extension line only. When the medial extension line was pressurized, backflow was observed from the proximal extension line only. Therefore, the inter lumen crossover was observed between the proximal and medial extension lines. A device history record (DHR) review was performed and no relevant findings were identified. Other remarks: the reported complaint for a catheter inter lumen crossover was confirmed through functional testing of the returned complaint sample. When each extension line was pressurized with water, crossover was observed between the medial and proximal extension lines. Based on the testing performed, the probable cause is manufacturing related. A non-conformance request, (B)(4), was initiated to further investigate this complaint issue.

Event description:
The customer alleges that the cvp line was inserted and the staff noticed a back flow coming from the other lumen while aspirating from the proximal lumen. Both lumens had the same problem.